Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The string of the tampon broke [device breakage] case narrative: consumer reported via email that the tampon string broke. No injury was reported.